Event description:
It was reported that the device received a error code. There was no patient involvement.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 error code 210.6021. Technical support - keypad: recommended replacing the keypad. Customer will move forward with repair. Ended call."

Manufacturer narrative:
The customer¿s reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received a error code. There was no patient involvement.